Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of blood result reading of "hi." Verified that the test strips are within expiration (03/31/2017). Vial of test strips were opened about 2 weeks ago. Performed a back to back blood test: 374 mg/dl and 380 mg/dl. The customer states that he stores the meter and test strips in the meter case in a cabinet in his bedroom. Expected range for the blood results are around 90 mg/dl. Reviewed the last 5 blood results in the meter memory (the customer states that the date and time are incorrect): hi on (B)(6) 2015 at 06:16 pm; 170 mg/dl on (B)(6) 2015 at 04:24 pm; 473 mg/dl on (B)(6) 2015 at 01:24 pm; 232 mg/dl on (B)(6) 2015 at 07:23 pm; 337 mg/dl on (B)(6) 2015 at 01:24 pm. The customer states that he is feeling fine, no medical attention is needed. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: strip issue, user has high glucose value.